Event description:
It was reported that the patient's pacemaker was at end of life (eol). The patient presented for a generator replacement. Prior to procedure the device was unable to be interrogated. The clinician alleged premature battery depletion. The pacemaker was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported events of premature discharge of battery and failure to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.